Event description:
During an adenoidectomy procedure, using a procise max with integrated cable plasma wand, it was reported that while doctor was working on the adenoid pad during which the wand arced and stimulated the patient, which caused the patient to jerk her head. Reportedly slight sloughing occurred during the procedure due to the device causing palate stimulation. This event was reported by the user facility in medwatch (B)(6).

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided once the investigation has been completed.